Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. Pt started to notice "wear" on up and down buttons several months prior. Pt reported both buttons continued to function properly until (B)(6) 2010 when the down button stopped responding. Pt reported down button appeared damaged and was "popped out." Pt has used this infusion device for 2 years and boluses 6-10 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.